Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID (B)(4)) was implanted on (B)(6) 2025, via ventriculoperitoneal (vp) shunt. Postoperatively, shunt malfunction occurred in (B)(6) 2025, presenting with ventricular enlargement and stupor. Pressure adjustment proved ineffective, leading to shunt exploration and third ventriculostomy in (B)(6) 2025, which preliminarily confirmed valve dysfunction. On (B)(6) 2026, the valve was removed and replaced due to inability to program. This resulted in stabilized consciousness and reduced ventricular size on computed tomography (CT) scans.